Event description:
The hosp reported that the intelijet unit has been overpressurizing during surgery. The hosp has not reported the past failures to smith & nephew. The failures were described as the flow of the pump increasing above the set pressure. It was a slight increase not real drastic. No injuries or complications have occurred. The hosp staff has been able to control the situation. The pump has been shut off and recalibrated resolving the problems. The bio-med dept at the hosp has looked at the unit but found nothing wrong with it.